Manufacturer narrative:
Results of device history review (DHR): review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition, DHR for shell run number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications.

Event description:
Explanting physician reported that the patient was treated for a late seroma and anaplastic large cell lymphoma (alcl) on the contralateral side. Fine needle aspiration biopsy on the contralateral side revealed the following additional diagnosis: "cytologic findings compatible with lymph node involvement by lymphoproliferative process. (B)(4)-(B)(6), probably hodgkin's lymphoma." As hodgkin's lymphoma is a systemic disease, it is not a side-specific event. Diagnostic testing revealed non side-specific events of "goiter" and "lung parenchyma with moderate paraseptal and centrilobular emphysema in the middle and upper fields" and "laminar atelectasis." Approximately one month after the left side alcl diagnosis, the patient's right side device was removed. Physician noted, "after surgery is observed clinical worsening of the patient, respiratory failure secondary to left pleural effusion resulting in admission in the ICU and thoracic drainage through recurrent chest tube (drainage was required on 3 occasions). After [the patient's] first stay in the ICU [the patient] goes to the first floor and receives the first cycle of chemotherapy, showing grade IV neutropenia and diarrhoea. After the second chemotherapy, [the patient] shows marked clinical deterioration with suspicious of tumour lysis syndrome, metabolic acidosis and renal failure. This results in a second admission in the ICU. The patient died approximately five weeks after implant removal. This medwatch represents the right side. See MFR # 9617229-2016-00035 for the left side.

Manufacturer narrative:
(B)(4). The physician noted the device is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Explanting physician reported that the patient was treated for a late seroma and anaplastic large cell lymphoma (alcl) on the contralateral side. Fine needle aspiration biopsy on the contralateral side revealed the following additional diagnosis: "cytologic findings compatible with lymph node involvement by lymphoproliferative process. Cd30-positive, probably hodgkin's lymphoma." As hodgkin's lymphoma is a systemic disease, it is not a side-specific event. Diagnostic testing revealed non side-specific events of "goiter" and ¿lung parenchyma with moderate paraseptal and centrilolobular emphysema in the middle and upper fields¿ and ¿laminar atelectasis.¿ approximately one month after the left side alcl diagnosis, the patient's right side device was removed. Physician noted, "after surgery is observed clinical worsening of the patient, respiratory failure secondary to left pleural effusion resulting in admission in the ICU and thoracic drainage through recurrent chest tube (drainage was required on 3 occasions). After [the patient's] first stay in the ICU [the patient] goes to the first floor and receives the first cycle of chemotherapy, showing grade IV neutropenia and diarrhoea. After the second chemotherapy, [the patient] shows marked clinical deterioration with suspicious of tumour lysis syndrome, metabolic acidosis and renal failure. This results in a second admission in the ICU. The patient died approximately five weeks after implant removal. This medwatch represents the right side. See MFR # 9617229-2016-00035 for the left side.